Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively confirmed by MRI. On september 24, 2021, mentor became aware that the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On november 16, 2021, mentor became aware that patient also experienced right side capsular contracture; baker grade ii in addition to right side rupture, and the patient underwent bilateral removal and replacement surgery on (B)(6) 2021. Mentor became informed that the impacted device was discarded. Photo re-evaluation was completed on (B)(6) 2021. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received as it was discarded, the device could not be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 5, 2021, photos were received for analysis. On (B)(6) 2021, photos analysis was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement device information was inadvertently missed in the previous follow up 2 report. The replacement devices used on october 25, 2021 were catalog number smpx440; serial number (B)(6) on the right side, and catalog number smpx440; serial number (B)(6) on the left side. Manufacturer¿s reference number: (B)(4) replacement information missed in the previous submission.